Manufacturer narrative:
The event occurred at (B)(6). The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 4 years post-implant, it was reported that the pt was found expired near his bedside and disconnected from power. It was also reported that no audible or led alarms were active on the pt's system controller.

Manufacturer narrative:
The pump was not returned to the manufacturer; therefore, a full evaluation could not be performed. Although a specific cause for the patient's power loss and disconnect from power could not be conclusively determined, the manufacturer¿s approved labeling covers exchanging of power sources and that if both power leads are disconnected at the same time, the pump will stop. The patient¿s event history was submitted to the manufacturer. The event history contained an unexplained pump stop/power loss event where the internal clock was reset. The final 9 events captured appeared to occur while the power cable disconnect alarm was active, causing low speed events and pump stoppages, while the pump appeared to be disconnected from power. A specific cause for these events could not be conclusively determined. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.